Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the inner seal tore during normal use of the five millimeter dilating tip trocar. The lost pnuemo and new trocar had to be inserted to replace the torn one. There was no consequence to the pt.